Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 15605043/15789424. Model/catalog description: linear st lead kit 50 c.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.